Manufacturer narrative:
The calcium gen.2 reagent lot number is 82263101, with an expiration date of 30-nov2025. The glucose hk gen.3 reagent lot number is 828640. The investigation excluded reagent issues, as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module and found the vacuum waste valves of the solenoid valves blocked, causing a disturbance in the emptying of the cells. He cleaned the valves and the vacuum system. He verified that the assay and module were performing according to specifications. The investigation determined that a component malfunction had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 and glucose hk gen.3 results from multiple patient samples tested on the cobas 8000 c702 module. The following examples of discrepant results were reported: patient sample 1: ca2 the initial result was 1.68 mmol/l. The repeat result was 2.26 mmol/l. Patient sample 2: ca2 the initial result was 2.00 mmol/l. The repeat result was 2.47 mmol/l. Gluc3 the initial result was 2.72 mmol/l. The repeat result was 4.83 mmol/l. The initial results were not reported outside of the laboratory.